Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware.